Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. The device has been fully actuated. The anchors and suture have been returned with the device. The suture knot has become tightened down. A functional evaluation revealed the device functions as intended. A review of the customer provided image confirms the batch number and lot number. The image also reveals the anchors have been detached from the device and the suture knot has become tightened. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair, the ultra fast-fix t1 and t2 were deployed simultaneously. T2 did not deployed through the meniscus and t1 was removed from the patient. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported.